Event description:
Litigation papers allege: personal and economic injuries as a result of the implantation with the asr hip implant: pain and discomfort which interfers with her ability to perform activites of daily living as she otherwise normally would. (B)(6) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.